Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is incorrect implant placement, placing the implant too anteriorly.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient appeared to be pain free immediately following the procedure, but the following day, the surgeon determined that the most cranial positioned implant was positioned too anteriorly and was impinging on the nerve root. The day after the initial procedure, the surgeon performed a revision surgery where he removed the implant. The status of the patient following the revision procedure is not known.